Manufacturer narrative:
Data corrected in section d to match device information in gudid per the FDA letter dated 5/20/2024. D1 changed the brand name to match gudid. D2a changed the common device name to match gudid. D4 UDI changed, to include complete UDI number (B)(4).

Event description:
Berlin heart clinical affairs was informed by the clinic on (B)(6) 2023 that a small crack on the outflow cannula was detected. The surgeon cut off the damaged cannula end and connected the new pump for safety reason. The patient was clinically stable and had no negative effects due to the incident. No picture of the cannula in question was taken and the cannula end trimmed was discarded by the clinic.

Manufacturer narrative:
The cannula (lot no. 00125836) was in use on the patient from (B)(6) 2023 until the time of the event on 2023-12-08 (154 days). We have reviewed the production records of the excor aterial cannula lot no. 00125836. This product was produced according to our specification. A total of 5 cannulas with the lot no. 00125836 were manufactured and distributed to 4 different countries. It has so far been confirmed that 4 of them were used on patients and one patient was transplanted and 3 patients are still on the berlin heart system, including the patient subjected to this incident. There is no other complaints related any cannula from this lot.